Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was advised to use an alternate wall outlet and different adapters and cables, but these steps did not resolve the issue. Technical support arranged for a replacement pump and customer was instructed to use multiple daily injections as backup therapy. Customer received instructions for returning pump and agreed to the procedure.